Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Functional testing revealed that the device would not power on while on battery power. When the device was plugged in, an f-91 alarm was identified. The reported condition was verified. The cause of the f-91 alarm was determined to be a low battery. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard pump would not turn on. This occurred before use. There was no patient involvement. No additional information is available.